Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose / protruded drive support disk. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call indicating that a customer's insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer is in a federal prison and the nurse states that the drive support cap is protruded. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.